Event description:
It was reported to tyco/kendall healthcare, that a customer had a problem with a monoject magellan safety syringe. The customer reports "after giving patient injection, attempted to cover sharp and stuck left hand (contaminated needle stick)."

Manufacturer narrative:
An investigation is currently, underway upon completion, the results will be forwarded.